Event description:
It was reported that before using bbl - mueller hinton agar with 5% sheep blood was contaminated. No patient impact was reported. The following information was provided by the initial reporter: plates contaminated before using.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that before using bbl - mueller hinton agar with 5% sheep blood was contaminated. No patient impact was reported. The following information was provided by the initial reporter: plates contaminated before using.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for biological contamination was observed. Additionally, retention samples from bd inventory were inspected and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for biological contamination. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.